Event description:
It was reported that a discrepancy was seen in the drug volumes in the pump reservoir. The reservoir was expected to contain 6ml, but was found to actually contain 13ml. As a result, the pump logs were checked and a dye study was attempted; however, the dye study could not be done because the physician couldn¿t aspirate the catheter. Since the dye study couldn¿t be performed, the physician was going to change out the drug to a diluted concentration. Once the resultant bridge bolus was done and the diluted drug was in the catheter, he planned to push the dye knowing that the drug would not adversely affect the patient. At the time of report, there was no patient injury. Eight days later, it was reported that, after the pump was refilled with the diluted drug, the physician was planning to attempt rotor and dye studies for a second time.

Event description:
Additional information reported that the patient was taking hydromorphone 6 mg/ml at 2.2 mg/day and bupivacaine 10 mg/ml at 3.667 m g/day. The patient had not had any symptoms related to the event. No further diagnostics have been performed to date and the cause and location have yet to be determined. As a result, the cause of the volume discrepancy is unknown at this time as well. The manufacture representative did not know of any planned interventions and is unsure of how the patient is currently doing as she has not had contact since the event.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).